Manufacturer narrative:
Based on our investigation, we can conclude that the guide trajectory aligns with the doctor's treatment plan which was planned buccally by the doctor. Additionally, the guide was confirmed to pass all quality analysis verifications prior to shipment and the returned guide seated will on the dental model. The fit issue may have been caused by a change in patient morphology due to multiple extractions and tissue flaps, and/or a discrepancy between the shaving required for proper seating of the guide, and the shaving that the doctor actually performed. This fit issue likely led to the trajectory deviations and subsequent buccal plate perforations. Additionally, doctors are advised not to use the surgical guide for surgery if it does not seat properly as its accuracy may be impacted. Sg006 - anatomage guide technical data sheet (rev I) is shipped with every guide and instructs doctors to not use the guide if significant seating issues persist. In this case, the doctor acknowledged that it did not seat well, but chose to proceed with surgery. Therefore, the likely cause of the adverse event (buccal plate perforations) is the decision to use an ill-fitting guide for surgery. It is not clear based on the information provided why two of the implants which were placed failed some time later.

Event description:
The doctor extracted and flapped all sites except for #7 and #10. When he tried to place the guide it did not seat on the remaining teeth, but he still used it in conjunction with free-handing. He had originally intended to do some grafting, but stated that he had to graft more than he had planned due to buccal plate perforations at sites #4, 6, 11, and 13. Ended up placing implants at #4, 8, 9, and 13. Implants #4 and #13 failed an undisclosed amount of time later. Surgery was performed on (B)(6) 2019, but the complaint was not reported by the doctor until 11/05/2019.